Event description:
It was reported that the patient had several atrial flutter episodes which rapidly changed into one to one episode and resulted in several shocks to the patient. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.